Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported a persistent thermometer icon on the recharger. It was stated that the patient's skin is not hot and they have tried it several times on the weekend of date notified. An icepack was put on the patient's chest as well and it still occurred. The patient's symptoms are returning, which was noted to be "not critical." The patient's indication for implant is other and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.